Manufacturer narrative:
The nurse reported that the sound was out on the central nurse's station (cns). No patient harm was reported. Nihon kohden technician asked the nurse to check the connection of the cables on the rear of the device and when the nurse did, they found that the cable had become disconnected and once they connected it back into the cns, they could hear the qrs sound from the cns. Issue was resolved.

Event description:
The nurse reported that the sound was out on the central nurse's station (cns). No patient harm was reported. Nihon kohden technician asked the nurse to check the connection of the cables on the rear of the device and when the nurse did, they found that the cable had become disconnected and once they connected it back into the cns, they could hear the qrs sound from the cns. Issue was resolved.